Event description:
It was reported that the surgeon implanted a micl 12.1 implantable collamer lens in 2007 and the lens was explanted in approx four months later because the lens was too close to the pt's natural lens. The lens was removed and replaced with a longer lens without further pt incident. The reporter stated the incident was due to mismeasurement.

Manufacturer narrative:
Evaluation results -visual inspection of the returned product showed that there was a clear surgical residue on the lens; however, there was no visible damage.